Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, pain, bleeding. Follow-up check on (B)(6) 2019 without pathological findings, patient came in with pain on (B)(6) 2019. Immediate extraction and closure.